Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during evaluation of a device prior to upgrade it was observed that the atrial lead exhibited intermittent oversensing and high capture thresholds. The patient was asymptomatic. The atrial lead was capped (B)(6) 2020 and replaced. The patient was stable.